Event description:
The tech tried to active the light but it would not work. A second mid1 was opened to complete procedure. Manufacturer response for atricure articulating dissection instrument, atricure wolf lumitip (per site reporter) manufacturer provided rga# for product return evaluation.